Event description:
Set screw backed out of denali cannulated screw approximately 4 months post-operatively. The patient was revised.

Manufacturer narrative:
Device appears to have been disposed of however, instruments used in surgery were evaluated and all of them functioned as intended, were within calibration and are not believed to be contributory factors. X-rays have been requested from the surgeon but not yet received. The incident rate is not suggestive of a prevalence of a problem and as such, does not warrant and corrective action at this time however, the manufacturer will continue to monitor and trend issues of this nature.

Manufacturer narrative:
(B)(4). This device was not reused so this follow-up is being sent to clarify/correct that response. (B)(4).